Manufacturer narrative:
The customer¿s experience with the pcu displaying ¿critical network communication error¿ was confirmed in the pcu event log, however testing failed to replicate the error. The pcu error log recorded an 800.8000.0 (general os failure) that occurred on 22august 2018 at 9:27 am. During the same time frame, the pcu event log record a ¿comm. If board error¿. The event log record the user confirms the error. The log show user interactions with the pcu and infusing pumps continue after the error is confirmed on the pcu. The pcu error, event and trace logs were sent to software engineering. Software engineering determined the failure was a result of network communication error in cib subsystem which halted wifi functionality. Software engineering addressed the communication anomaly in tracker (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There were no irregularities observed during testing.

Event description:
The customer reported that a pc unit displayed a warning stating "critical network communication error occurred," and pump would be able to function in manual mode but the unit needed to be replaced as soon as possible. The patient care area was not provided, and no patient harm occurred as a result of the event.